Event description:
The pt was being fed with a pump. The pt should have received 1105 cc in 13 hours. But only received about 600 cc. The pt had some fluctuation of blood glucose levels, causing his insulin to be reduced. It is unknown if the pump began to malfunction earlier and influenced this fluctuation in glucose. On pt involved.